Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure, the patient had unstable angina, in-stent restenosis and required a target vessel revascularization (tvr). In (B)(6) 2010, the patient presented with chest pain along with shortness of breath and was diagnosed with stable angina (ccs classification I). Cardiac catheterization was recommended. The lesion being treated was located in the distal left anterior descending artery (dist lad) with 99% stenosis and was 14mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilation and placement of a 2.50x16mm taxus liberte stent, with 9% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with worsening chest pain with midsternal pressure up to the neck and radiating down to the left arm. Cardiac catheterization was recommended. Coronary angiography revealed 100% in-stent stenosis in the previously placed taxus liberte stent in the dist lad, which was treated with balloon angioplasty and placement of a promus element plus stent with 10% residual stenosis. The patient was recovering and discharged. The event was considered as resolved without residual effects.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the 100% stenosis found in the distal lad was not in-stent restenosis of the previously-placed study stent. This event was assessed as not related to the study device.

Manufacturer narrative:
(B)(4).